Event description:
Upon inspection of the internal components/tank, cq technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a depot inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.